Event description:
Reporter states that the insert would not seat properly. Proper impact technique was used. A new insert opened and seated without incident. Insert moved and left 1-2mm gap anteriorly. There was no adverse consequence for the pt.